Manufacturer narrative:
The insulin pump was received with a frozen display followed by an unexpected constant audio tone, due to moisture damage at electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. The device was also received with a cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported the insulin pump was exposed to water. The display went blank immediately following exposure. Customer stated the device kept vibrating without an alarm. The customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.